Event description:
The customer observed false nonreactive alinity I anti-hbc results for one patient with different lots of the reagent. The results provided were: on (B)(6) 2022 with reagent lot number 34555be00 on ai01745: initial=1.04 s/co (> or = 1.00 s/co=reactive) /repeated=1.26 s/co /repeated on ai01736=1.19 s/co with reagent lot number 31590be00 on ai01745 initial=1.34 s/co /repeated on ai01736=2.33 s/co with reagent lot number 38030be00 initial on ai01745=0.58 s/co (< 1.00 s/co=nonreactive) /repeated on ai01736=0.40 s/co. On (B)(6) 2022 recalibrated and repeated with reagent lot 34555be00 on ai01745=1.04, 0.89, 0.58, 1.34 s/co /repeated on ai01736=1.19, 1.05, 0.4, 2.33 s/co there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and specificity testing of alinity I anti-hbc ii reagent lot number 38030be00. The ticket search determined that there is normal complaint activity for the likely cause lot. Return testing was not completed as returns were not available. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. The clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (biomex seroconversion panel scp-hbv-001 and scp-hbv-004). The seroconversion panel results were compared to historical architect anti-hcv test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. Inhouse testing determined that the sensitivity performance of lot 38030be00 is not negatively impacted. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hbc ii reagent lot number 38030be00.updated b3 and g3 to 04jul2022. This correction is needed to correct an entry error. The false nonreactive anti-hbc ii results were generated on 04jul2022. The customer provided this test results to abbott on 04jul2022 . Additionally, the investigation summary was added to this submission to section h10.